Event description:
Information received by medtronic indicated that the insulin pump was cracked at the back of the pump. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. The pump was returned for cosmetic damage located at the back of pump(crack) found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor]. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2021 at 2:08pm. Force sensor zero offset (within) specification (22.3mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Critical pump error (open book image) alarm and pump error 35 confirmed due to moisture damage at force sensor. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.